Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported a system explant due to a hematoma by the lead a few days after implant. The consumer stated he had a "spinal stroke." It was unknown if any diagnostics/troubleshooting was done or if anything may have led to the event. The consumer received a new implant on (B)(6) 2016 and the issue was noted as resolved. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.